Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample. There was no evidence that the vitros tsh reagent had malfunctioned. The investigation could not determine a definitive assignable cause. However, an unknown sample interferent cannot be ruled out as a contributing factor.

Event description:
The customer observed a lower than expected, vitros tsh result obtained from a single patient sample tested on a vitros 5600 integrated system and compared to the result obtained from a non-vitros method. Patient vitros tsh sample result 0.376 miu/l vs. Expected 5.41 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The result was reported outside the laboratory, however, the physician questioned the value and no treatment was initiated, altered or stopped as a result. There was no allegation of patient harm. (B)(4).